Event description:
During an atrial fibrillation ablation procedure performed with a therapy cool path ablation catheter, the physician noted the irrigation port was damaged. The physician successfully completed ablation of the left common ostium in both right pulmonary veins using the cool path ablation catheter. While verifying the successful disruption of the arrhythmia, the physician noted the therapy cool path catheter's irrigation port was detached. No issues with the irrigation port were noted during the earlier rf delivery and there were no consequences to the patient.

Manufacturer narrative:
One therapy cool path 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube with fluid lumen was broken at the handle edge and detached from the catheter handle. The detached irrigation port was not received for evaluation. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. This device was manufactured after implementation of a quality improvement project; however, further product enhancements have since been implemented. These enhancements include a more flexible extension tube between the luer and catheter handle.